Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2024 and forwarded to millyard advanced medical products, llc on (B)(6) 2024. The patient reported her pump alarmed pump failure, so she switched to her backup pump. Her backup pump then alarmed for a depleted cassette, and troubleshooting was unsuccessful. The patient reported she was off medication for two hours when she arrived at the ER and was placed on a hospital pump in order to resume therapy. No symptoms were reported. Two new pumps were delivered by courier the next morning, and the patient went home receiving remodulin therapy on one of her new pumps. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 25-jul-2024 (report number 3016798778-2024-00039). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that pump failure and cassette depleted alarms were generated on and 1 day after the date of the complaint. During investigation, a test delivery could not be completed due to cassette depleted alarms and the pump being unable to move fluid forward. The pump was disassembled, and evidence of fluid ingress was observed to be the cause of the alarms. The cause of the fluid ingress cannot be determined with the returned material. Logs from remote (B)(6) (paired with pump (B)(6)) show that pump failure alarms were generated around the date of the complaint. During investigation, a test delivery could not be completed due to pump failure alarms. The pump was disassembled, and a hardware failure resultant from a manufacturing defect was observed to be the cause of the alarms. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.